Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction:user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 150-200mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirms the strips have been stored in the kitchen and were first opened in november 2015. Customer performed a back to back blood test and obtained 357mg/dl and 279mg/dl fasting. Reviewed meter memory: (B)(6). Customer is concerned with a ll of the results in the meters memory.